Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol returned positioned correctly in the iol case. Solution is dried on some areas of the iol. The optic and one haptic have loose fibers & particulates. We are unable to determine the root cause for the reported complaint - contaminant (dust like material) found on lens. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on some areas of the iol. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. (B)(4).

Event description:
A customer reported a contaminant (dust like material) was found on an intraocular lens (iol). The procedure was completed using a backup lens. Additional information was requested.